Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was being used to assist a patient's breathing, the touchscreen failed, and parameters could not be adjusted, which resulted in the patient's breathing difficulties and unstable vital signs. The device was replaced with another v60, and the patient's condition gradually stabilized. It was noted in the complaint that there was no patient or user harmed. A philips clinical expert assessed this complaint and determined that the reported patient impact of breathing difficulties and unstable vital signs do not constitute a serious injury, therefore the device did not cause and/or contribute to a serious injury or death. Further information regarding the reported event will be requested. The hospital¿s equipment department was contacted regarding the device repair. The investigation is ongoing.

Manufacturer narrative:
Additional information was requested regarding the case and per good faith effort (gfe) response received, no repairs were completed as the customer declined service and chose a third-party vendor to perform the repairs. No additional details regarding the reported issue including device settings, alarm threshold values, patient monitored vitals, and resolution were made available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.